Manufacturer narrative:
Pump received with cracked battery tube threads, broken reservoir tube lip, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner. The p-cap does not lock into the reservoir compartment properly, due to broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was cracked. The customer stated that the reservoir was able to lock into place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.